Event description:
Patient felt a sudden give in her hip with a loud ratchet-like sound and unable to bear weight on hip without pain.smith and nephew 32 mm alumina femoral head and fractured alumina smith and nephew ceramic acetabular insert.